Manufacturer narrative:
Results: thirty-nine visual inspections were performed on (B)(4) parts with zero defects noted. Cleaning was performed six times during the packaging of this batch. Assembly batch 6056742 had 118 visual inspections performed on (B)(4) parts with zero defects noted. Cleaning was performed 16 times during the production of this batch. All cleaning was performed per (B)(4). Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was a reported that while a physician was drawing up solution from a vial, using a 30 g x 1/2 in. Bd precisionglide¿ specialty use sterile hypodermic needle, the physician noted a piece of hair wrapped around the connection. The foreign matter was found prior to performing the procedure. No injury or medical interventions reported.